Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an error code e333 and faulty front panel. The issue occurred during laser stone fragmentation procedure that was completed with a similar device. There were no reports patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, g1, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure touch panel is faulty was confirmed and error code e333 was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because touch panel is worn out, the touch panel does not respond to touch. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.